Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed 25 nov 2019. One unrelated non-conformance on this lot number. Final micro and sterility tests passed. (B)(4) released. Lot expiry date: 30 april 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney. (B)(4).

Event description:
Medical records received 17 june 2019 and were reviewed 02 october 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2017, the patient underwent a left knee revision due to loosening and pain. The surgeon indicated the patellar button easily came off the patella, and the patella was revised. The surgeon noted the tibial component was easily dis-impacted from the bone, and it was revised. He noted the femoral component was more difficult to remove than the tibial component, and it was revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2015. Dor: (B)(6) 2017. (Lt knee).